Manufacturer narrative:
(B)(4). Event year: 2017.

Event description:
It was reported that during a coronary artery bypass graft, misalignment of the mandible of the clipper, forming a crossed clip during dissection of the mammary artery. It has released from the artery, being necessary repair with suture for ligation of the vessel, provoking a little bleeding. There were no patient consequences.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.